Event description:
It was reported that this device was explanted just one day after implant due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted just one day after implant due to an unknown reason. No additional adverse patient effects were reported. This device is not expected for return.